Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, 10 samples exhibited either poor barrier separation after processing or low yield. Customer was unable to determine the specific occurrence for each issue. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 01-jul-2025 investigation summary bd received 42 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were inspected with no issues observed. The bd IFU (instructions for use) does not provide for any specific yield claims, rather a percent recovery of the patient's whole blood cell count. Yields depend on the patient, the quality of the specimen, and the method used for isolation. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. This complaint is unable to be confirmed for low yield. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, 10 samples exhibited either poor barrier separation after processing or low yield. Customer was unable to determine the specific occurrence for each issue. There was no health impact or consequences reported.